Event description:
The clinician reports the implant was inserted (b)(6) 2026 in ADA 30. Details of surgery: Ridge augmentation. On (b)(6)2026 , non-osseointegration was verified. Patient presented with bone type III. The device was forwarded to the manufacturer. At the event the patient experienced: Peri-implantitis, Pain, Mobility, Bleeding and Inflammation. No further patient complications were reported.